Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's right atrial lead was fractured. The lead was additionally reported with failure to capture, clavicular crash, and high lead impedance. The fracture could easily be seen on fluoroscopy. The lead was explanted and replaced on (B)(6) 2020. The patient was stable.

Manufacturer narrative:
As received, a complete lead was returned in four pieces. The connector portion measured 6.5/7.0cm (outer insulation/outer coil), the middle portion measured 18.4 cm, the middle portion measured 7.3 cm, and the distal portion measured 19.8/27.8cm (outer insulation/outer coil). Electrical testing did not find any indication of internal shorts or conductor fractures. X-ray inspection of the lead did not find any indication of clavicle crush forces or conductor fractures. External insulation abrasion exposing the outer coil caused by friction to another device or feature of the heart was noted at 6.5 cm to 7.8 cm from the distal tip. The reported event of failure to capture was isolated to the exposure of the outer coil in the abrasion zone.